Manufacturer narrative:
If implanted, give date: (B)(6) 2011. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent occlusion occurred. In (B)(6) 2011, a 12mm x 2.75mm taxus element drug-eluting stent was implanted to treat the target lesion. Patient only under plavix since 2012 (after stopping the kardegic). In (B)(6) 2014, patient needed an emergent "occlusion decontraction" on the implanted taxus element. Additional information has been requested and is not available.